Event description:
During an initial implant procedure, when placing the right ventricular (rv) lead, no sensing was able to be observed. It was noted, difficulties with the helix and helix locking tool were observed during the rv lead positioning. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were ¿difficulties to clip on the tool during helix-fixation¿ and ¿did not have coi". As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of ¿difficulties to clip on tool during helix fixation¿ was not confirmed. The returned clip-on tool was able to be applied unto the connector pin without any difficulty. Measurements of the connector pin was within specification. Visual inspection of the lead body did not find any anomalies. After cutting the lead and cleaning the distal portion of the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.